Event description:
It was reported that before implanting the right ventricular (rv) lead, a small bend was observed in the lead body. The physician attempted to use the lead for rv placement but was unsuccessful due to the bend. A new rv lead was implanted. The patient was in stable condition with no adverse health consequences.